Event description:
It was reported to bsc/target that the pt had an occlusive dissection of the internal carotid artery with an associated pseudoaneurysm. A cordis prowler-14 microcatheter was placed inside the pseudoaneurysm prior to deployment of the two cordis precise stents to reopen the lumen of the internal carotid artery. A gdc 18-soft synerg detection circuit was then prepped and placed into the microcatheter for embolization of the pseudoaneurysm. Midway through the microcatheter on the initial placement attempt the gdc 18-soft synerg detection circuit became very difficult to push. On withdrawal of the pusher wire it was apparent that the gdc 18-soft synerg detection circuit had detached prematurely. The prowler-14 microcatheter was withdrawn with the gdc 18-soft synerg detection circuit still lodged inside. The physician stated that he will be registering this event with the food and drug administration medwatch website.